Event description:
It was reported, the video system center experienced no image. The issue occurred during preparation for use in an unspecified procedure. There were no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment full name: (B)(6) hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer reported was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.